Manufacturer narrative:
Investigation: a one year review of the device's service history was completed and no issues related to the reported condition were identified. Root cause: user interface. Additional information: the clinical specialist provided feedback to the customer regarding the fact that data entry error could lead to over infusion of ac or over collection.

Event description:
The customer reported an incident of data input error in the trima system. The customer entered the donor's weight as (B)(6) kg when the actual weight is (B)(6) kg. Thirty-six minutes into the donation, the operator ended the procedure when the error was discovered. Per the customer, the donor was asymptomatic at the time of the event. No medical intervention was required for this event. Patient (donor) outcome is unavailable at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the operator contacted terumo bct's support specialist since the operator noticed the donor's tbv being approximately 2000 ml greater than the actual tbv. Terumo bct support specialist calculated the worst case depletion since an over collection was suspected:15% donor's tbv = 7,265(0.15) = 1,089 ml total volume taken from donor = 320 - 49 + 206 = 477 ml calculations confirmed the total volume loss for the donor was 477 ml, which is less than 1089 ml (15% tbv), over collection is not suspected. Investigation is in process. A follow-up report will be provided.